Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) were manufactured and distributed, there are no units in stock. Received two open and used samples. Both open samples received show splitting/fraying of the thread near the needle-attachment. Received. Without any closed sample an analysis cannot be carried out in order to make a decision. Despite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Manufacturing site evaluation : evaluation on-going.

Event description:
Country of complaint: (B)(6). Product frayed during use.